Manufacturer narrative:
Analysis of the available patient files revealed : the decrease of the residual longevity is explained by a temporary drop of the battery voltage. With available data and current settings, the residual longevity in (B)(6) 2023 is estimated to 10 years (minimum 8 years). No abnormal battery depletion is suspected. Please refer to the attached report.

Event description:
Reportedly, during follow up the alert rrt, 3 months was displayed but with a voltage 2,94v (> rrt value). The physician has doubts as to whether the rrt has almost been achieved or not.